Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the device migration and unconfirmed rupture could not be determined with the provided info. Add'l device implanted and involved in this event: pxc141400/10742955.

Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. In (B)(6) of 2013, follow-up imaging showed exclusion of the aneurysm and the devices remained in place. On (B)(6) 2013, the pt was admitted to the hospital complaining of abdominal pain. The same day, imaging was performed, showing the trunk-ipsilateral leg component had migrated distally an unk distance and was now located within the aneurysm sac. It was also reported an unconfirmed rupture was noted. On an unk date, an open surgical repair of the aneurysm was performed to treat the rupture and immigration. The pt tolerated the procedure.